Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not go over 30,000 rotations per minute (rpm) (should be 80,000). It was also observed that the pedal was broken where the l-bracket attached causing the device not to reach full rpm. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by dropping or hitting the device against something damaging the petal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the foot control device would not allow the base unit to run over 35,000 rotations per minute (rpms). There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.